Manufacturer narrative:
Device evaluation: failure analysis: received vela d front panel assembly. Reported complaint states that the screen was nonresponsive and fluid ingress. Verified intermittent nonresponsive touchscreen, reported complaint was reproduced, also verified liquid ingress on screen. Findings/root cause: reported complaint of nonresponsive touchscreen was duplicated and isolated to a failing touchscreen. This is considered to be a known issue.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported an unresponsive touchscreen on a vela ventilator. The customer reported no patient involvement or allegation of patient harm.